Event description:
It was reported that during a knee arthroscopy, the surgeon attempted to deploy fastfix for repair of meniscal tear. It was also reported that the surgeon deployed first anchor normally and attempted to deploy second anchor which would not dislodge from needle. It was finally reported that the surgeon removed both anchors from joint, reattempted using 2 more with the same result, used further fastfix and repaired as planned. No implants remain in the patient unsupported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records was performed which confirmed no inconsistencies. Due to the device not being returned a root cause could not be determined. No further investigation is necessary at this time. (B)(4).